Manufacturer narrative:
Device investigation: a visual inspection was conducted, and the array has a hole on the side facing the handle. Functional testing was not conducted because the damage was confirmed in the visual inspection and the device cannot be tested due to the damage. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
It was reported that on may 6th, a novasure procedure was performed and, they encountered a vacuum alarm about 1min 10sec into ablation. The staff tried the pressure relief valve, ensured the pressure on the cervical collar, and tried to ablate it again. The vacuum alarm occurred again after 12 seconds. The staff did the same troubleshooting and a third alarm occurred at 1min 37sec. At this point, they pulled the device and noticed a hole in the array. A second device was opened and completed the full 2-minute ablation. The doctor went back into the cavity and confirmed no traces of array were in the patient and everything looked fine. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.